Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the hospital due to low blood glucose on unknown date. Blood glucose level at the time of the incident was 23 mg/dl which was treated with food. Customer stated insulin pump was delivered too much insulin and they turned off the insulin pump. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Customers last blood glucose reading was 168 mg/dl. The insulin pump and reservoir will not be returned for analysis.